Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a stroke; specific information was not provided. The patient's lactate dehydrogenase (ldh) levels rose to 800 u/l and his inr was greater than 5.0. The patient was given vitamin k. It was reported that the patient refused to stop smoking even when his ldh and inr values rose.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4) . No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.